Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. It was noted that they had an episode of ventricular fibrillation (vf) which was undersensed by the right ventricular (rv) lead and therapies were withheld by the device.